Manufacturer narrative:
Investigation results: no photo or sample was received for the customer's complaint of needle clogged. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. The manufacturer has been notified of this occurrence. There were no notifications identified during the DHR review that may have contributed to the clogged needle. All inspections were complete and acceptable (lot#: 1217268).

Event description:
No additional information.

Manufacturer narrative:
E.4. The initial reporter also notified the FDA on 15-jan-2024. Medwatch report is mw5150471.h.3. If a device evaluation and or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle eclipse 25x1 rb was clogged blocked. The following information was provided by the initial reporter: "when giving covid booster pharmacist went to depress the plunger to administer the vaccine and the plunger would not move. Pharmacist did note some resistance to expelling the air prior to administration but not to the point she found it alarming. Pharmacist attempted to give the vaccine a second time only to find the same issue. After fiddling with the vaccine pharmacist ruled the vaccine to be compromised and patient elected to get the vaccine another day. After further scrutiny it looks like the failure was in the bd eclipse needle, as in comparison to another needle appeared to have a slight band near the end of the needle, possible indicating a manufacturing error or blockage."